Event description:
It was reported that intermittent malfunction alarms occurred. Reportedly, the customer continued using the pump until the replacement pump arrived. There was no adverse impact to the customer¿s blood glucose level.